Event description:
(B)(4). Ever since I had essure implanted, my periods have become extremely heavy, sometimes soaking thru a super plus tampon in less than an hour, and they have also become more frequent, coming about every three weeks now. I have horrible stabbing pains in my pelvic region frequently, sometimes painful enough to cause me to not even be able to stand up. Seriously, the pain is worse than being in labor. I have completely lost my sex drive because sex is painful now. I did not have any of these problems before receiving essure.